Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1811402. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the reported lot number were obtained for evaluation by our quality engineer team. The retained samples were examined and no defects could be observed. Based on the limited investigation results, an exact cause could not be determined for the reported issue. H3 other text : see h10.

Event description:
It was reported that syringe solomed 2pc 2ml 25x5/8 fixed cn had foreign matter. The following information was provided by the initial reporter: paraffin wax was found in the needle during use, and 1 needle was affected.

Manufacturer narrative:
Initial reporter phone#:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe solomed 2pc 2ml 25x5/8 fixed cn had foreign matter. The following information was provided by the initial reporter: paraffin wax was found in the needle during use, and 1 needle was affected.